Event description:
Caller reported that infusion set tubing became disconnected at the cartridge pigtail. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to fill the tubing and was educated on ensuring a secure connection, with no further action required.